Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Customer indicated that they responded to a call on (B)(6) 2013, involving a female patient, approximately (B)(6) suffering from a cardiac arrest. Upon arrival on scene, the patient was already down. Complainant alleged that while the autopulse platform was analyzing the patient's size, it displayed a user advisory 18 (max take-up revolutions exceeded) message. Subsequent to the ua 18, the platform also displayed "pull up lifeband-check patient alignment" and then "press restart" messages. Use of the autopulse was discontinued after 3-4 minutes. Medics reverted to manual CPR (exact length of time not provided). Customer is unsure if the autopulse contributed to the patient death. Manufacturer has made several attempts, to obtain additional details regarding sequence of events and surrounding the patient's death. As of today, (B)(6) 2013, no further details have been obtained.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection showed that both head restraints were broken, likely due to normal wear and tear. Functional testing including a run-in test with a 95% patient test fixture was performed with no faults occurring. Load cell characterization was also performed with load cell 1 and load cell 2 found to be reporting normally. A review of the platform archive showed the following: three (3) instances of user advisory 2 faults (compression tracking error) occurring on the reported event date of (B)(6) 2013, which is consistent with additional information received from the customer indicating there were three unsuccessful attempts made at sizing the patient during the call. A user advisory 18 fault (max take-up revolutions exceeded) occurring on (B)(6) 2013, consistent with the error code described in the initial customer reported complaint description. Based on review of the archive, the user advisory 2 fault occurred as a result of the encoder (drive shaft) and the load cells not operating in sync. This can happen if the lifeband is opened during active operation or if the patient shifts during active operation. It can also occur during the take up phase if users apply pressure to the patient's chest and thus will stop the take up early. This will result in slack in the lifeband. When the autopulse attempts to perform a compression and there is no corresponding load increase on the load cells, it results in a user advisory 2. The archive data indicates that the ua 18 fault occurred as a result of insufficient load change detected at the load plate. Possible causes for this include either no patient present or chest size was too small during take-up. In summary, the customer reported error message of ua 18 was confirmed thru archive review and was found to have occurred on (B)(6) 2013, rather than on the reported event date of (B)(6) 2013. Investigation confirmed that the ua 18 was due to insufficient load change detected on the platform at the time the fault occurred. A review of the archive for events occurring on the reported event date of (B)(6) 2013 shows that on this date, 3 ua 2 faults had occurred. Review of the data indicates that the ua 2 faults were due to the encoder (driveshaft) and load cells not operating in sync and the platform attempting to perform compressions while there was no load increase on the load cells. Following service of the platform, the device passed all testing criteria. Follow-up information received from the customer indicated the patient was asystole. Survival rates in a cardiac arrest patient with asystole are much lower. Rosc was never achieved using either the autopulse or manual compressions. Additionally, the customer attributed the patient death to a drug overdose. Therefore, the device did not cause or contribute to patient death.

Event description:
Customer indicated that they received a call, regarding an asystolic unresponsive female patient weighing approximately (B)(6). Patient was found lying on the couch and was down for an unknown length of time. Bystander CPR was performed from the time call was dispatched, to the time ems arrived on scene which was approximately 15 minutes. Upon arrival ems placed the patient on the platform and the lifeband was aligned. When customer pressed and released the start/continue button, the autopulse platform would not analyze the patient's size. Three attempts made were unsuccessful. The platform did not perform any compressions. An IV was started on scene. A round of epinephrine was administered to the patient before being placed in the ambulance for transport to the hospital. Customer reverted to manual CPR for the duration of transport to the hospital, which was about 10 minutes. Patient was intubated and given intraosseous infusion into her leg. The hospital was approximately 11 miles from patient's place of residence. At the hospital, the emergency staff continued to work on the patient, for another 45 minutes, until the physician pronounced the patient. Return of spontaneous circulation (rosc) was never achieved. Customer suspect's cause of death may have been attributed to a drug overdose as patient was a known drug user and prior to the incident exhibited erratic behavior. Customer does not have access to toxicology or autopsy reports. No further details were provided.